Event description:
It was reported that a farawave pulsed field ablation catheter during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. While the catheter was being operated in the left atrium, an issue occurred in which the guidewire could not be retracted into the catheter. This catheter and guidewire were therefore replaced to continue the procedure. No patient complications occurred. The device was received for analysis and investigation is still in progress.

Event description:
It was reported that a farawave pulsed field ablation catheter during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. While the catheter was being operated in the left atrium, an issue occurred in which the guidewire could not be retracted into the catheter. This catheter and guidewire were therefore replaced to continue the procedure. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be advanced through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.